Manufacturer narrative:
Investigation completed 6/09/2017. Method: -device history review; -trend analysis; -failure analysis. The device history record (DHR) of fg lot # 1164754 was reviewed and no anomalies were found during the packaging process of the product, and no anomalies due to source of contamination were reported during the packaging and inspections processes that could contribute and/or be related to reported condition. Review of the complaint system from may 2015 to may 2017, three (3) complaints, (including the complaint being investigated) related to ¿product contains a foreign material¿, have been reported. (B)(4). One (1) unopened tray of catalog c5602, ¿cusa excel 36 khz disposable wrench¿, corresponding to fg lot # 1164754 was received for evaluation. Upon unit inspection, it could confirm a black particle near to the sealing area of the tray. The particle was compared with the tappi dirt estimation chart finding it above the maximum specification of 0.10 mm2. The unit was opened and it was confirmed that the particle was embedded in the tray, but its color was gray contrary to the black color observed by the other side of the tray. Under magnification, the gray color of the particle was very similar to the color of the tyvek lid material on the sealing area of the tray. An evaluation of the tyvek lid, exactly where the lid had contact with the particle, confirmed that the gray color on the particle was due to the tyvek lid material transferred to the particle. Most likely, the material transfer occurred during the sealing process of the unit. Conclusion: the reported condition was confirmed with the evaluation of the returned unit. The potential root cause is related to the forming process of the tray at the supplier¿s facility.

Event description:
At the incoming inspection of goods by the distributor, a foreign material was found in the product. No patient involvement. Linked to mfg report number: 3006697299-2017-00090.